Event description:
It was reported that the vns patient passed away. The cause and date of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.